Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented at the ER with an out of range impedance notifier. When the patients seven day trend was viewed all measurements were within range except for one. Attempts to reproduce the out of range measurement were unsuccesful. The device will be monitered with no programming changes at this time.